Event description:
A report was received from a user facility in the USA stating the surgeon reported a capsular bag rupture during manual extraction of the patient's left eye. All lens fragments were successfully removed and a vitrectomy was performed. The procedure was completed with no further complications.

Manufacturer narrative:
There were no reported problems with the stellaris system that was in use when the event occurred. The system was successfully used both before and after this event with no complications. A review of the device history records revealed no exceptions.